Event description:
The international customer reported the ventilator went vent inop due to an adc/dac test failure. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service was able to duplicate the reported problem. The service engineer replaced the sensor and analog pcb boards and cables from the sensor board to the air and oxygen flow sensors to address the reported problem. Extended self testing was completed and no further faults were reported.